Event description:
New information received indicated the atrial lead had insulation damage. The damage was initially visualized during the unrelated procedure where it was decided to cap and replace the lead. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented for an unrelated procedure. During surgery, it was observed the atrial lead had low pacing impedance, high capture threshold, and low p wave sensing. The lead was capped and replaced. The patient was stable.